Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated from an alinity c processing module and provided the following data: sid (B)(6): initial result was 3.4 mmol/l, repeat results were 0.91 mmol/l & 0.92 mmol/l. It was further reported by the customer that the sample ID (B)(6) was utilized for precision testing and the results ranged from 0.88 ¿ 0.90 mmol/l when retested 5 times. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) due to a false elevated magnesium result. The fsr performed multiple troubleshooting procedures and verified device performance with quality control testing and precision testing, which passed. No additional discrepant magnesium patient results have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional erratic or discrepant patient results reported for alinity c processing module, serial number (B)(6) , and that were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends associated with the complaint issue. The product monitoring review scorecard was reviewed and found no similar issues for the alinity c processing module with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.